Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 200mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.